Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by philips remote service engineer with the customer who troubleshooted the problem where the customer attempted to plug in the sidestream module into the bedside monitor and noticed the error message. The remote engineer concluded that there are electronics issues and the device should be sent to philips bench repair. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the sidestream module. The bench provided the information to the customer stating that the part is at end of life.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that displayed only a flat line with a ¿no co2 tubing¿ alarm. The device was in clinical use at time of event, there was no adverse event reported.